Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. No evidence of device malfunction was found during the investigation. The log review confirmed the ilet was operating as intended, dosing requests aligned with cgm trends. Low insulin and out of insulin alerts were found the day of the event as well as cgm sensor expiry alerts were noted the day before and the day of the event and is thought to be the cause the user's hyperglycemia.

Event description:
The user was hospitalized on (B)(6) 2025 with diabetic ketoacidosis (dka) and admitted to the intensive care unit (ICU). Blood glucose (bg) was reportedly 919 mg/dl on arrival. The user was treated with intravenous insulin and remained incoherent for several days. As of (B)(6) 2025, the user remained hospitalized, with bg reportedly stabilized.